Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and keyboard failed. A field service engineer confirmed with the user that were able to inventory the medication without issue. The field service engineer reseated the keyboard cable and rebooted the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer and keyboard failed, patient specific medications were unable to open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.